Manufacturer narrative:
Evaluation is not possible, as the device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6), medical director.

Event description:
It was reported that after surgery the patient had a recurrent left rotator cuff tear. The event was treated with a revision surgery. On (B)(6) the patient had a left shoulder pain, stiffness, numbness and decreased sensation. The event was treated with physiotherapy. Then, on (B)(6), the patient had a left shoulder recurrent rotator cuff tear, treated also with physiotherapy; the event is ongoing.